Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer replaced the integrated multisensor technology (imt) fluids and sensor, after which quality controls were within range. After evaluation of the instrument and instrument data, the cse ran quality controls and verified precision. The cse ran check 1 and imt diagnostics, which passed. The cse performed an imt power flush and replaced the rotary valve and pump tubing. The cse auto-aligned the imt and imt probe, ran a diluent check, and ran quality controls, which resulted within range. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s), as they failed a delta check, indicating the values did not match with values previously obtained for the patients. The samples were repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.